Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced an increase in seizures after her device migrated due to a car accident. The increase in seizures was attributed to the migration, but the patient underwent repositioning surgery on (B)(6) 2016 reportedly for cosmetic reasons. The operating notes from this surgery do not indicate or mention increased seizures as indication for surgery. Per the intraoperative report, the patient's vns was functioning, there was no end of life indicator. It was reported by the physician's office that it was unknown whether the increase in seizures was above or below pre-vns levels. No additional relevant information has been received to date.